Manufacturer narrative:
Other relevant device(s) are: product ID: 9734402, serial/lot #: (B)(4). Product ID: 9734403, serial/lot #: (B)(4). Product ID: 9731780, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that a number of spine instruments were damaged. There was no patient present.